Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Cut and light leak on cable 780 mm from taper tip 2900 mw output. The complaints describe that there were issues with the light cable 495ncsc, 495nd and 495ne. Further it was reported that the light cable 495nd burned the hand of the doctor when he touched the cord after it was plugged in. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a procedure on (B)(6) 2021 a patient got burned through one of our light cables. The or team left the light source tl400 at 80% and placed the light cord 495ncsc by accident on the patient.